Manufacturer narrative:
Analysis revealed the device did not have an audible tone due to broken transducer wire.

Event description:
It was reported the insulin pump did not have an audible tone. Troubleshooting was performed and the audible tone could not be heard.